Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14c24107 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis could not be conducted. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment for the peritonitis was not reported. At the time of the report the patient was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).